Event description:
A customer contacted global technical services (gts) regarding a system error 2240 alarm on the homechoice (hc) unit during drain 1 of 4. The home patient (hp) reported the supply bag fell off the table and disconnected. The technical service representative (tsr) explained the message to the home patient (hp) and advised her to start over using new supplies. The tsr also advised the hp to inform the peritoneal dialysis nurse (pdrn). The tsr then assisted the hp to recycle the machine. The hp then stated system error 2367 occurred. The tsr assisted the hp to recycle the machine once again and to remove the cassette. The lot numbers of the supply bag and cassette were unattainable. The hp discarded the sample. There was no injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.